Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the patient developed an infection at the abutment site which was subsequently treated with oral and topical antibiotics on (B)(6) 2022 (duration not reported).